Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for having reached ert. The event was created on this ICD because the longevity calculations indicated the battery depleted prematurely.